Manufacturer narrative:
An event of paralysis and cerebral infarction two days post-procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported cerebral infarction and paralysis could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the patient was placed on drug therapy to treat the stroke symptoms. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The valve was implanted. On (B)(6) 2025 the patient experienced a cerebral infarction, which led to paralysis. Drug therapy was conducted to treat the stroke symptoms. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The valve was implanted. On (B)(6) 2025 the patient experienced a cerebral infarction, which led to paralysis. Drug therapy was conducted to treat the stroke symptoms. The patient status was stable.